Event description:
During defibrillation threshold testing (dfts), the patient's implanted ICD started charging but then failed to deliver shock when patient was in ventricular fibrillation. External shock was delivered; after the external shock the device would not provide telemetry information. Patient required new ICD placement.